Event description:
It was reported that the patient's pacemaker and right ventricular (rv) lead were explanted on (B)(6) 2025 for an unspecified anomaly. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.